Manufacturer narrative:
Correction: d3 product event summary: an image and video of the mapping catheter were returned and analyzed. The returned image showed the mapping catheter pebax tubing was ribbed, electrodes were displaced, and ECG wires were broken. A returned video showed the mapping catheter was stuck inside balloon catheter when it was removed from patient. The pebax section was detached from the shaft. In conclusion, the reported tip and loop damage were confirmed through photo analysis, however, physical confirmation of the issues is pending. The mapping catheter is expected to be returned for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the console gave an unknown error indicating flow inside the catheter. It was then noted that the mapping catheter was stuck in the tip of the balloon catheter. When removal was attempted, the proximal part of the mapping catheter broke. Additionally, the tip of the mapping catheter was stuck in the tip of the balloon catheter and was broken. Under fluoroscopy, the entire system was removed. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a photo, video, and the 990063-020 mapping catheter with lot number 221810975 were returned and analyzed. The returned photo showed the mapping catheter pebax was ribbed, electrodes were displaced, and electrocardiogram (ECG) wires were broken. The video showed the mapping catheter was stuck inside balloon catheter when it was removed from patient. The pebax section was detached from the shaft. Visual inspection of the mapping catheter showed that the pebax tubing was detached from the shaft and was ribbed at multiple locations along the pebax starting at the transition with the metal shaft to the loop array. The tip/loop section was also ribbed and the electrodes were misplaced but present on the loop section. The ECG signal wires were also all broken at the same place the pebax was separated. In conclusion, the reported tip loop damage was confirmed through testing. The mapping catheter failed the returned product inspection due to to ribbed pebax, detached pebax from the shaft, misplaced electrodes, and broken ECG wires. Correction: d3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.